Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the failure of the image sensor unit, the board inside the video connector, or there may be a problem on the system side. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm etc. With normal light observation image and nbi observation image. 3. Confirm that the illumination light is coming out. 4. Adjust the amount of light to make it suitable brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that a b30 scope communication error occurred due to damage to the charged coupled device unit and due to corrosion of the video plug. Additional findings include the following: the distal end had a scratch, the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the video connector had a scratch, the grip had a scratch, the right / left lever had a scratch, the up / down / left / right plate had a scratch, the light guide cover glass had a scratch, the light guide connector had a scratch, the video connector case had a scratch, and the bending section could not be fixed firmly due to damage to the forceps elevator lever. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative on behalf of the customer reported to olympus, the endoeye flex deflectable videoscope had a b30 scope communication error. There were no reports of patient harm.